Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had poor image quality. The issue was found during set up for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d4; d8; h2; h3; h6 and h11 corrected fields: e1; e3 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to water leak in sw fpc (focus/zoom/switch), the zoom function does not work even when the zoom switch was pressed; due to poor watertightness of the cable unit, water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in sw fpc (focus/zoom/switch), the zoom function does not work even when the zoom switch is pressed. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.